Manufacturer narrative:
Updated: a1, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after deployment of the valve, dislodgement occurred. Su bsequently, a second transcatheter valve was implanted valve-in-valve. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and rapid pacing was used during the procedure. The deployment starting point was at the mid pigtail. Prior to valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc), and 5 mm on the left coronary cusp (lcc). After full deployment and upon withdrawing the delivery catheter system (dcs), the dcs interacted with the valve causing the valve to dislodge toward the ascending aorta. A post-implant bav was not performed prior to valve dislodgement. The patient's aortic angulation of 76 degrees was noted as a contributing factor to the dislodge. Additional information was received that right femoral access and a non-medtronic guidewire was used for the procedure. The valve was implanted in the native annulus using cusp overlap technique and slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The second valve was not implanted valve-in-vakve.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after deployment of the valve, dislodgement occurred. Su bsequently, a second transcatheter valve was implanted valve-in-valve. Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed, and rapid pacing was used during the procedure. The deployment starting point was at the mid pigtail. Prior to valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc), and 5 mm on the left coronary cusp (lcc). After full deployment and upon withdrawing the delivery catheter system (dcs), the dcs interacted with the valve causing the valve to dislodge toward the ascending aorta. A post-implant bav was not performed prior to valve dislodgement. The patient's aortic angulation of 76 degrees was noted as a contributing factor to the dislodge.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (lot: 0013133662); product type: 0195-heart valves h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, after deployment of the valve, dislodgement occurred. Su bsequently, a second transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, there were no additional procedural observations that could have contributed to this event.